Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon failed to inflate. A second balloon was opened, and it also failed to work. It was reported that after the case; the balloon appeared to be leaking. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.